Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and ketones. The reported blood glucose reading was 40.2 mmol/l. It was stated that the customer changed the infusion set prior to the event, but the blood glucose levels remained elevated. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer also mentioned having a chest infection, which may have affected the blood glucose levels. Nothing further was reported.